Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm was noted. No damage was noted on case. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer treated the high readings with an injection. The customer stated that she received the alarms 2 hours after she put in a new set. The customer stated that the alarm occurred during manual prime. The customer stated that the alarm was recurring. The customer stated that the issue has not been resolved. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised that the pump was working as designed.